Event description:
Boston scientific was notified that the coil was approached along renegade stc-18, and it was intended to be detached. But it couldn't be detached. Then when the catheter was pulled out, the coil like stretching came off.